Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had an intermittent power issue. The reporter stated that the battery compartment had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 07/23/2015 device evaluation: the pump has been returned to animas and evaluated on (B)(4) 2015 with the following findings: the black box data from date of the issue has been overwritten due to continued use of the pump. There was no evidence of an intermittent power event observed in current black box. The pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching. The battery cap threads were damaged. The battery cap did not measure within the contact height specifications. There were battery compartment cracks observed in the thread area and below the grip pad. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.